Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3, mg2 magnesium gen.2, ua2 uric acid gen.2, and iron2 iron gen.2 results for three patient samples with the cobas integra 400 plus. Patient 1: the initial gluc3 result was 183 mg/dl. The repeated result was 91 mg/dl. The initial mg2 result was 2.74 mg/dl. The repeated result was 1.77 mg/dl. The initial ua2 result was 12.2 mg/dl. The repeated result was 7.1 mg/dl. The second repeated result was 6.5 mg/dl. Patient 2: the initial gluc3 result was 185 mg/dl. The repeated result was 109 mg/dl. Patient 3: the initial iron result was 1.7 ug/dl. The repeated result was 0.4 ug/dl. The second repeated result was <0.0 with a data flag. The initial mg2 result was 4.13 mg/dl. The repeated result was 2.54 mg/dl. The second repeated result was 1.81 mg/dl. The questionable results were not reported outside of the laboratory. The gluc3 reagent lot number was 54422401. The mg2 reagent lot number was 54508301. The ua2 reagent lot number was 53538501. The iron2 reagent lot number was 53862401. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer identified a problem with a clotted sample probe and replaced it. After the probe was replaced, the instrument performed as specified. The investigation determined the service actions resolved the issue.